Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, calcification, lump/nodule-ndr.

Event description:
Healthcare professional reported left side "axillary nodules," "calcifications," and "rupture." The event of "axillary nodules" is not device related. The device remains implanted.

Event description:
Healthcare professional reported left side "axillary nodules," "calcifications," and "rupture." The event of "axillary nodules" is not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, b6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a6, b5, d6(b), h6

Event description:
Healthcare professional reported left side "axillary nodules," "calcifications," and "rupture." The event of "axillary nodules" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: not observed. ¿ lump/nodule-ndr: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.